Manufacturer narrative:
Based on the collected information the root cause of the complained event cannot be determined. During the device evaluation performed by arjo representative it was possible to determine that one of the buttons on the control panel built-in the side rail seemed to be weaker than the others, however the functional test results did not reveal any unintended movements. The arjo technician replaced the side rail assembly with the faulty control panel to eliminate the suspected cause of the alleged unintended movement. The instructions for use (IFU) for enterprise 8000x bed (746-585-en) includes the following information relevant to the subject of this investigation: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patient¿s controls." "Function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Arjo device failed to meet its performance specification since the bed backrest raised unintended. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of an unintended movement of the bed.

Event description:
Following the information provided the bed backrest raised unintended during the night. At the time of event the patient was on the bed. No injury was sustained.